Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of high blood results. Customer stores supplies in the bathroom. The customer states he is not insured at this time and has not been under medical supervision by and doctor or specialist to monitor his diabetes or medication. He was prescribed insulin, but he cannot afford the medication. The customer was also taking metformin twice a day, but also suspended pills for lack of income. Assisted the customer with a blood test, hi. Expected glucose level average is 190mg/dl fasting.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user's test strip had poor storage, user had an inaccurate reference.